Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index procedure involving the stent graft etlw1620c156ee endur ii limb, significant tortuosity of the iliac artery prevented the device from advancing to the intended anatomical location despite multiple attempts. The tapered tip of delivery system kinked due to repeated maneuvers, leading to the cessation of further advancement. The physician faced difficulties while retracting the delivery system but was eventually able to do so. It was confirmed that there was no damage noted to device or device packaging prior to use. The instructions for use was followed. The patient was being treated for a 60mm aneurysm. To resolve the issue, an alternative endurant stent graft was selected as a replacement and balloon angioplasty was performed to dilate the iliac artery, followed by the insertion of super-stiff guidewires to facilitate device delivery. Per the physician the cause of the device¿s delivery issues was anatomy-related due to significant tortuosity of the iliac artery. No patient complications have been reported as a result of this event.